Event description:
The clinic reported that a laser vision correction pt presented with an epithelium ingrowth in the right eye approx 5 years following a laser vision enhancement procedure. The flap was lifted and the ingrowth removed.

Manufacturer narrative:
(B)(4): no clinical support or service requested. Customer reported incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.